Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2024 with unknown sample type. Initial testing was performed with unknown test type at doctor office on (B)(6) 2024 which gave negative result. Although requested, no additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 885114a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 885114a and device part number 195-430wjr/lot 885114a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 885114a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however it could have possibly been related to patient sample.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2024 with unknown sample type. Initial testing was performed with unknown test type at doctor office on (B)(6) 2024 which gave negative result. Although requested, no additional information, including treatment and outcome, was provided.